Event description:
It was reported that the knot would not slide down the suture. Both implants locked up before advancing. This occurred after implantation. The implants remain floating unsecured behind the meniscus. Meniscal repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned devices include 2 devices in its original packaging, 2 hand piece, 2 trocar #1, 2 trocar #2 and 6 pieces of suture. Tips of the suture are severely frayed and broken. There were no problems found on any of the other returned components. The most likely cause of this type of event includes entangling the suture which can create another knot while deploying the insertion spears, inadvertent fraying or nicking the suture and/or an improperly tied knot. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.